Event description:
It was reported that during a tumor ablation procedure, cold pixels appeared in a bowtie pattern. The probe was firing at 100% laser power setting. The physician decided to move treatment to another slice plane, within the software, at which time the cold pixels did not appear. No further cold pixels appeared through the rest of the ablation. No patient complications were reported in relation to this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.